Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that vm 6 did not emit alarm. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.

Event description:
It was reported to philips that vm6 failed to emit alarm. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.